Manufacturer narrative:
The investigation for the reported cannula kink has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the issue was most likely a catheter kink from excessive force. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon the transitioning from the 14fr to the repositioning sheath, an observation was made of a kinked cp cannula. The pump was explanted and replaced, and there was no reported harm to the patient.